Event description:
On (B) (6) 2010, pt reported he received an elevated blood glucose today. Pt stated his blood glucose was 233 mg/dl on (B) (6) 2010; was able to bolus as normal. Pt reported his blood glucose ranged from 191-246 mg/dl today with his last reading being 211 mg/dl; has not taken a correction bolus for the last reading yet. Pt reported he heard an error alert earlier and was not certain if it was today or yesterday. Checked history and pt received an e1 (cartridge empty) alert prior to this call. Reviewed with pt why this alert occurs. Pt stated he reported the alert to his nurse. Pt reported he thought he also received an a8 (bolus cancelled) alert. Reviewed the causes. Pt was able to reprogram the bolus and deliver the remainder of the bolus. Pt stated he changed his infusion set and infusion tubing today; has not changed the infusion adapter yet. Reviewed with pt that adapter should be changed with every 10th cartridge change. Troubleshooting did not find any product issues. Pt will change to new insulin cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.